Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
During use of the device for a cardiopulmonary bypass procedure, the user observed the gas flow was at zero. The user reset the flow to 81pm but minutes later, the flow again was at zero. A small o2 cylinder was used to supply oxygen. The gas delivery system was re-calibrated and after calibration, was working correctly. Manual control of gas flow and concentration remained available through local controls. There was no adverse consequence to the pt as a result of this event.